Event description:
On (B)(6) 2025 the user experienced hyperglycemia and was hospitalized for suspected diabetic ketoacidosis (dka) with peak blood glucose level of 400 mg/dl. Insulin leakage was observed at the connection between the infusion set tubing and the luer adapter, and the connection did not remain tightened during use. The event resulted in temporary loss of insulin delivery and treatment with hospital-administered insulin. No long-term health effects reported.